Event description:
The event reported as: complaint alleges: after one day, the urinary catheter was broken at joint of body of catheter to the y separating the main tube and balloon inflation port. The balloon deflated and the catheter fell. No consequence for the pt. The pt is fine.

Manufacturer narrative:
Sample not received in time for this report.